Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that in the last month, he experienced unexplained high blood glucose. He decided to change his basal rates. When he checked, there was only one rate. Customer was advised to monitor the device and call back if there are further issues. Customer's blood glucose was 216 mg/dl. Nothing further reported.